Event description:
It was reported that the pt underwent cholangiogram and cholecystectomy in 2002. The pt was discharged, but returned to the hospital in 5/2002 with pain. Upon x-ray, it was found that the metal introducer catheter was still in the patient's abdomen and had inadvertently been left there by the physician. It was successfully removed without any additional complications.